Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported by the customer's spouse that the customer received emergency medical assistance and got hospitalized due to low blood glucose and ended up having a stroke on (B)(6) 2018 with blood glucose of 21 mg/dl at the time of the incident. The customer was at 128 mg/dl at the time of the call. The customer was given glucose gel and intravenous fluids to treat. The customer experienced symptoms such as losing mobility and feeling in the right side and right side facial paralysis. The customer was wearing the insulin pump during the incident. Troubleshooting was completed but did not resolve the issue. The insulin pump will not be returned for analysis.